Event description:
In 2008, the pt reported that the display of her new infusion device is missing segments. She stated that she is unable to read the bolus amount on the display. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.